Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient is receiving stimulation on the left side of his ribcage (not the patient's pain pattern). A sjm representative was unable to resolve the issue with reprogramming. X-rays showed no scs lead migration. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.